Event description:
It was reported that the greenfield vena cava filter was successfully in place and the umbrella was opened without problem; however, the guidewire was somehow jammed on the filter tip and the filter was retracted together with the guidewire. A pre-placement vena cavogram was performed prior to filter placement, but the caval diameter is unknown. The physician flushed the system using sterile heparinized solution. No resistance was met when the introducter catheter was initially passed over the wire or with the insertion of the carrier into the patient's anatomy. The physician used fluoroscopic guidance and flushed the system intermittently during the procedure using sterile heparinized solution. All six filter legs fully deployed, but the number of hooks currently attached to the vessel wall is unknown. When the physician removed the guidewire from the sheath, the guidewire hooked the fitler-tip and the filter was retracted together with the guidewire. A second filter was not placed as the facility had no more available filter sets and the physician felt that the patient is adequately protected. The patient has reportedly expired since the procedure. Additional information has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is completed.